Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: review of the black box revealed records began on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history/settings (inaccurate delivery) issue with the pump. The reporter did not provide any details regarding this allegation. Animas customer technical support made several attempts to contact the report to follow up on the allegation; however, the reporter has not responded to animas requests for follow up. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.